Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found hard errors pointing to the generator and replaced the erbe integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Erbe was analyzed and the customer reported complaint was not. A review of the logs found no errors confirming the issue occurred in the field. Upon visual inspection, found no issues related to the reported event. The unit was installed onto a well-known system and found the unit energized and all ports recognized instruments. The unit will be returned to the original equipment manufacturer for additional analysis. The probable cause is attributed to a faulty electrical component inside the erbe generator indicated by error c-34. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working and had activation interrupted due to an error message. System logs show erbe errors m-11, m-18, c-30, c-34, and c-38 and tried power cycling the erbe and rebooting the erbe, but the erbe powered on with error c-00. Site elected to bring in another vsc to complete the procedure. The procedure was completed with no reported injury.